Event description:
During a revision procedure, the right ventricular (rv) lead could not be removed from the header of the device due to the set screw. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly.